Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/27/2025, a facility representative reported via (B)(4) that a 0258-000 10.3mm cannulated hip screw drill wouldn¿t fit the guidewire inside the cannulation, and it was bent. The drill could not be used at all. This occurred during a case, and no patient was affected.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the screw during insertion.